Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d6: explant date: unknown block d4: detailed product information was not provided to bsc. We completed a good faith effort o obtained the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI)# and other specific product information.

Event description:
It was reported that patients implantable pulse generator (ipg) was not working as intended. The patient had frequent falls were noted. The patient underwent an ipg replacement procedure.